Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific device programmer parameters were provided. At an unspecified the homecare patient started the delivery and fell asleep. After an unspecified length of time, the pt woke up and noted the device was not delivering. It was not specified if the device sounded an audible alarm. At that time, it was reported there was an unspecified volume of medication remaining in the container. The device was removed from clinical service. After "a couple of hours," the therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.